Event description:
A customer contacted baxter's technical service center reporting a system error (se) 2367 during dwell 3 of 5 on the home choice (hc). The home patient (hp) closed all the clamps and cycled the power off/on ending therapy. The technical service representative (tsr) had the hp disconnect using aseptic technique and removed the cassette. The hp stated that there was no prior error. The tsr reviewed the alarm log and found no prior error. The hp was to notify the peritoneal dialysis nurse (pdrn) of the missed therapy. There was patient involvement. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). This complaint for system error 2367 could not be confirmed because the sample was not returned for evaluation, and a batch review could not be performed. The cause could not be determined.

Manufacturer narrative:
(B)(4). The sample was discarded. The lot number is unknown; therefore, a batch review will not be conducted. If additional relevant information becomes available, then a follow up MDR will be submitted.